Manufacturer narrative:
Corrected information has been provided in d4 serial number. Updated d9 is device returned to manufacturer s product was received. Corrected e4 reporter also sent report to FDA. Updated h3 device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of bleed was most likely patient related due to aggrastat used due to in-stent thrombosis (when patients on dual antiplatelet therapy), aggrastat was discontinued and femstop applied and bleeding resolved. No product defect found during evaluation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 80-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). During the procedure, there was femoral vein access oozing (swan catheter) requiring a mattress suture and pressure dressing. While the patient was in the intensive care unit (ICU), there was access site bleeding requiring a blood transfusion. It was noted that the patient was on aggrastat due to in-stent thrombosis. Aggrastat was discontinued and a femstop was applied, which resolved the issue. The device was successfully weaned the following day. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.7l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.